Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a malfunction alarm occurred. The customer reverted to an alternate method of insulin therapy. It was also reported that the customer experienced a low blood glucose (bg) of 50-90 mg/dl; cause was unknown. The customer consumed carbohydrates to address the low bg.